Event description:
A complaint was rec'd stating that the customer did not feel well in evening. The next morning, pt took blood sugar at 9 a.m. And reading was 164. Caller had normal breakfast but did not take insulin. Took pt's blood sugar at 11 a.m. And it was 170. The caller felt very weak and dizzy. Pt's family member took pt to the ER between 12 and 12:30 p.m.. Upon admittance, pt was administered an IV glucose as pt's venous blood sugar draw was 47. User remained in the ER until 8 p.m. That evening when pt's blood sugar was 80. The caller has a history of anemia and was also using strips that expired in november of 1999.